Manufacturer narrative:
The product was not returned for evaluation. However, an image of the damaged indigo system separator 8 (sep8) was provided to the manufacturer. Evaluation of the image confirmed that the sep8 bulb was fractured off its delivery wire. Since the sep8 was not returned to penumbra for evaluation, the root cause of this complaint cannot be determined. Sep8 devices are 100% visually inspected during in-process inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right leg for a deep vein thrombosis (dvt) using an indigo system separator 8 (sep8). During the procedure, while the sep8 was being used with an indigo system aspiration catheter 8 (cat8), the bulb of the sep8 got caught in the thrombus, which was quite extensive. Consequently, the wire just distal to the bulb completely detached from the sep8 while inside the patient's body. Therefore, the physician required a snare device to successfully retrieve the detached sep8 fragment. The sep8 was completely removed from the patient and the procedure was then completed with just the cat8. There was no report of an adverse effect to the patient.